Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and passed successfully with no issues related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that vacuum loss occurred during use of an evacuated container. The reporter stated that the device worked as expected when it was first connected, but then gradually lost suction, losing all suction after approximately 300-400 ml. This occurred during paracentesis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.